Event description:
Pt was revised to address continuing pain following delta cta. Pt was converted from cta to reverse.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.